Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the helix does not extend and retract properly due to the helix slightly bent to one side of the sleeve head and there is a large amount of blood in the sleeve head. The helix does pop out after a large amount of turns and also pops back in. It does not move gradually. This is most likely due to the bend in the helix and the dried blood; blood/body fluid observed in the distal conductor; lead damaged at implant; full lead analyzed.

Event description:
It was reported that during implant attempt the lead impedance and threshold were high. The physician also believed the helix 'jumped'. The lead was not used and was replaced. The patient outcome was noted as 'ok'.